Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had a loose connection between the c-arm and the monitor during a case. The procedure was completed. No patient injury was reported.